Manufacturer narrative:
Additional, changed, and/or corrected data: g1, h6.

Event description:
Patient representative reported right side rupture. Patient representative also reported ¿skin allergy (face and hands), tiredness, abdominal pain, lower back pain, tinnitus, memory loss, hair loss, and vertigo¿ - these events are not device related. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported right side rupture. Patient representative also reported ¿skin allergy (face and hands), tiredness, abdominal pain, lower back pain, tinnitus, memory loss, hair loss, and vertigo¿ these events are not device related. Device has been explanted.